Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unintentionally placed in the left ventricle. During repositioning, it was noted that the helix was found to be stretched. X-ray confirmed the deformation. The procedure was completed using an alternate lp on 16 sep 2024. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found that the outer helix length was out of specifications, and the elongation of the helix was consistent with implant damage. No other anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.